Manufacturer narrative:
Investigation is ongoing.

Event description:
During deployment of a 29mm sapien 3 valve in the aortic position by subclavian approach, the balloon would not inflate before valve deployment. The device was discarded. As reported, several attempts were made to cross the annulus with the wire using different catheters and eventually exchanged to a stiff wire. Bav was performed prior to valve insertion. The valve was inserted through the esheath without issue. During positioning of the valve on the balloon delivery system, it was very difficult and several unsuccessful attempts were performed. The delivery system/valve was at an awkward angle to achieve position. Many unsuccessful attempts to cross the valve over the native annulus were performed. Additional cc¿s of contrast were added to the tip of the balloon to facilitate crossing, however, the balloon would not inflate and blood was seen in the inflation line. A decision was then made to surgically remove the device. The patient subsequently arrested and expired. An aortic dissection was noted during CPR by tee when the patient was in cardiac arrest.

Manufacturer narrative:
The delivery system was not returned for evaluation; however, imaging was returned and reviewed. The images revealed severe tortuosity in the access vessel and based on this information the complaint of difficulty crossing the annulus and delivery system withdrawal-valve through sheath was confirmed. There were no images related to valve alignment or valve deployment; therefore, engineering was unable to confirm the event of balloon torn and handle- fine adjust difficulty. During manufacturing devices are 100% visually inspected under minimum 2.5x magnification for cosmetic appearance and defects such as; kinks, bends, balloon scratches, distorted/pinched folds, wrinkles or waviness, and fold lines. In addition, the commander delivery system is 100% inspected by both manufacturing and quality. The delivery systems are 100% tested for flex mechanism which include flex deflection angle and flex gap distance. These inspections and testing support that it is unlikely a manufacturing non-conformance which was the source of the complaint. The possible root causes for this balloon torn can be attributed to patient factors (tortuous patient anatomy) and/or procedural factors (high forces from handling during valve alignment or fine adjustment). Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. However, a definitive root cause is unable to be determined at this time. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta, tortuous aorta, flex catheter kinked, and incomplete bav. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Per training manual, inadequate bav and calcification can make it difficult to cross native annulus. Complaint description states, ¿bav was performed prior to valve insertion¿ to pre-dilate the vessel, however it is possible that it was not performed adequately. Additionally, the patient had calcified native annulus. Thus, it is likely that patient/procedural factors have contributed to the reported difficulty in crossing the native annulus. However, a definitive root cause is unable to be determined at this time. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces which can contribute to difficulty in fine adjustment. Per procedure, an illustration of the valve diving as well as troubleshooting tips. As noted in training records, extra care should be given when attempting to retrieve a crimped valve that is aligned on the balloon due to enlarged profile as compared to a crimped valve off the balloon. This may further increase the chances of valve being caught onto the distal tip of the sheath during system withdrawal, resulting in withdrawal difficulty. Other possible patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification/ vascular tortuosity, sheath insertion angle, coaxially of the device being retrieved and position of the flex tip on the delivery system during retrieval (procedure instructs the user to ensure flex tip is still over the triple marker). The complaints of ¿balloon torn¿ and ¿handle-fine adjust difficulty¿ were unable to be confirmed due to device and/or applicable photographs not returned for evaluation. The complaints of ¿delivery system - difficulty crossing native annulus¿, and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed based on the review of the returned imagery. No manufacturing non-conformities were identified. Available information suggests that patient and/or procedural factors may have potentially contributed to the events. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates did not exceed the june 2017 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.